Manufacturer narrative:
Bayer case number: (B)(4). Repeated back pain and lower back pain / recurring back pain and lumbalgia [lumbalgia], cervical bleeding [cervical bleeding] , haemorrhagic menstrual periods [heavy periods] , menometrorrhagia [menometrorrhagia] , dizziness [dizziness] , shortness of breath / breathlessness [shortness of breath] , wheezing [wheezing] , intense nocturnal muscle pain from wrist to shoulder blade on the right side [night cramps], shoulder blade pain [shoulder blade pain] , hearing loss in the left ear [hearing loss unilateral], intense thirst at night [thirst excessive], major fatigue [fatigue] , partial tearing of the supraspinatus tendon [rotator cuff tear], cytomegalovirus hepatitis [cytomegalovirus hepatitis] , uterine cyst [uterine cyst] , prolapsed uterus [uterine prolapse] , vertigo [vertigo] , scapular pain [scapula pain] . Case narrative: the below report was received by health authority ansm (reference number: (B)(4) on 21-may-2025. The most recent information was received on 30-may-2025. This spontaneous case was originally reported by a consumer and describes the occurrence of back pain ("repeated back pain and lower back pain / recurring back pain and lumbalgia") in a 57-year-old female patient who had essure inserted for female sterilisation. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2009, the patient had essure inserted. On unknown date she experienced back pain (seriousness criterion intervention required), cervix haemorrhage uterine ("cervical bleeding"), heavy menstrual bleeding ("haemorrhagic menstrual periods"), menometrorrhagia ("menometrorrhagia"), dizziness ("dizziness"), dyspnoea ("shortness of breath / breathlessness"), wheezing ("wheezing"), muscle spasms ("intense nocturnal muscle pain from wrist to shoulder blade on the right side"), shoulder blade pain ("shoulder blade pain"), deafness unilateral ("hearing loss in the left ear"), thirst ("intense thirst at night"), fatigue ("major fatigue"), rotator cuff syndrome ("partial tearing of the supraspinatus tendon"), cytomegalovirus hepatitis ("cytomegalovirus hepatitis"), uterine cyst ("uterine cyst"), uterine prolapse ("prolapsed uterus"), vertigo ("vertigo") and scapula pain ("scapular pain"). The patient was treated with surgery (to remove essure and shoulder surgery). Essure was removed on (B)(6) 2017. At the time of the report, the dyspnoea, wheezing, muscle spasms, shoulder blade pain, deafness unilateral, thirst, fatigue, vertigo and scapula pain had resolved. The outcomes for back pain, cervix haemorrhage uterine, heavy menstrual bleeding, menometrorrhagia, dizziness, rotator cuff syndrome, cytomegalovirus hepatitis, uterine cyst and uterine prolapse were unknown. No causality assessment was received for essure with regard to back pain, cervix haemorrhage uterine, heavy menstrual bleeding, menometrorrhagia, dizziness, dyspnoea, wheezing, muscle spasms, shoulder blade pain, deafness unilateral, thirst, fatigue, rotator cuff syndrome, cytomegalovirus hepatitis, uterine cyst, uterine prolapse, vertigo or scapula pain. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 66 kg. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly; no signal was observed with regard to the reported complaint reason. The risk management file was reviewed, and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 30-may-2025: quality safety evaluation of ptc. Case comments: based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report. In case a sample is received the investigation might lead to destruction of the sample if required to perform a proper analysis.

Manufacturer narrative:
Bayer case number: (B)(4). Repeated back pain and lower back pain / recurring back pain and lumbalgia [lumbalgia], cervical bleeding [cervical bleeding] , haemorrhagic menstrual periods [heavy periods] , menometrorrhagia [menometrorrhagia] , dizziness [dizziness] , shortness of breath / breathlessness [shortness of breath] , wheezing [wheezing] , intense nocturnal muscle pain from wrist to shoulder blade on the right side [night cramps] , shoulder blade pain [shoulder blade pain] , hearing loss in the left ear [hearing loss unilateral] , intense thirst at night [thirst excessive] , major fatigue [fatigue] , partial tearing of the supraspinatus tendon [rotator cuff tear], cytomegalovirus hepatitis [cytomegalovirus hepatitis], uterine cyst [uterine cyst] , prolapsed uterus [uterine prolapse] , vertigo [vertigo] , scapular pain [scapula pain]. Case narrative: the below report was received by health authority ansm (reference number: (B)(4) on 21-may-2025. The most recent information was received on 23-may-2025. This spontaneous case was originally reported by a consumer and describes the occurrence of back pain ("repeated back pain and lower back pain / recurring back pain and lumbalgia") in a 57-year-old female patient who had essure inserted for female sterilisation. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2009, the patient had essure inserted. Essure was removed on (B)(6) 2017. On unknown date she experienced back pain (seriousness criterion intervention required), cervix haemorrhage uterine ("cervical bleeding"), heavy menstrual bleeding ("haemorrhagic menstrual periods"), menometrorrhagia ("menometrorrhagia"), dizziness ("dizziness"), dyspnoea ("shortness of breath / breathlessness"), wheezing ("wheezing"), muscle spasms ("intense nocturnal muscle pain from wrist to shoulder blade on the right side"), shoulder blade pain ("shoulder blade pain"), deafness unilateral ("hearing loss in the left ear"), thirst ("intense thirst at night"), fatigue ("major fatigue"), rotator cuff syndrome ("partial tearing of the supraspinatus tendon"), cytomegalovirus hepatitis ("cytomegalovirus hepatitis"), uterine cyst ("uterine cyst"), uterine prolapse ("prolapsed uterus"), vertigo ("vertigo") and scapula pain ("scapular pain"). The patient was treated with surgery (to remove essure and shoulder surgery). At the time of the report, the dyspnoea, wheezing, muscle spasms, shoulder blade pain, deafness unilateral, thirst, fatigue, vertigo and scapula pain had resolved. The outcomes for back pain, cervix haemorrhage uterine, heavy menstrual bleeding, menometrorrhagia, dizziness, rotator cuff syndrome, cytomegalovirus hepatitis, uterine cyst and uterine prolapse were unknown. No causality assessment was received for essure with regard to back pain, cervix haemorrhage uterine, heavy menstrual bleeding, menometrorrhagia, dizziness, dyspnoea, wheezing, muscle spasms, shoulder blade pain, deafness unilateral, thirst, fatigue, rotator cuff syndrome, cytomegalovirus hepatitis, uterine cyst, uterine prolapse, vertigo or scapula pain. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 66 kg. The most recent follow-up information incorporated above includes data received on: 23-may-2025: new events vertigo & scapular pain were added. Event outcome updated. Event verbatim "repeated back pain and lower back pain" is updated to "repeated back pain and lower back pain / recurring back pain and lumbalgia. Patients age updated. Case comments: based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report. In case a sample is received the investigation might lead to destruction of the sample if required to perform a proper analysis.

Event description:
Bayer case number: (B)(4). Repeated back pain and lower back pain [back pain] cervical bleeding [cervical bleeding] haemorrhagic menstrual periods [heavy periods] menometrorrhagia [menometrorrhagia] dizziness [dizziness] shortness of breath [shortness of breath] wheezing [wheezing] intense nocturnal muscle pain from wrist to shoulder blade on the right side [night cramps] shoulder blade pain [shoulder blade pain] hearing loss in the left ear [hearing loss unilateral] intense thirst at night [thirst excessive] major fatigue [fatigue] partial tearing of the supraspinatus tendon [rotator cuff tear] cytomegalovirus hepatitis [cytomegalovirus hepatitis] uterine cyst [uterine cyst] prolapsed uterus [uterine prolapse]. Case narrative: the below report was received by health authority ansm (reference number: (B)(4)) on 21-may-2025. This spontaneous case was originally reported by a consumer and describes the occurrence of back pain ("repeated back pain and lower back pain") in a 42-year-old female patient who had essure inserted for female sterilisation. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2009, the patient had essure inserted. Essure was removed on (B)(6) 2017. On unknown date she experienced back pain (seriousness criterion intervention required), cervix haemorrhage uterine ("cervical bleeding"), heavy menstrual bleeding ("haemorrhagic menstrual periods"), menometrorrhagia ("menometrorrhagia"), dizziness ("dizziness"), dyspnoea ("shortness of breath "), wheezing ("wheezing"), muscle spasms ("intense nocturnal muscle pain from wrist to shoulder blade on the right side"), musculoskeletal pain ("shoulder blade pain"), deafness unilateral (" hearing loss in the left ear"), thirst ("intense thirst at night"), fatigue ("major fatigue"), rotator cuff syndrome ("partial tearing of the supraspinatus tendon"), cytomegalovirus hepatitis ("cytomegalovirus hepatitis"), uterine cyst ("uterine cyst") and uterine prolapse ("prolapsed uterus"). The patient was treated with surgery (to remove essure). At the time of the report, the outcomes for these events were unknown. No causality assessment was received for essure with regard to back pain, cervix haemorrhage uterine, heavy menstrual bleeding, menometrorrhagia, dizziness, dyspnoea, wheezing, muscle spasms, musculoskeletal pain, deafness unilateral, thirst, fatigue, rotator cuff syndrome, cytomegalovirus hepatitis, uterine cyst or uterine prolapse. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 66 kg. Case comments: based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report. In case a sample is received the investigation might lead to destruction of the sample if required to perform a proper analysis.